Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device was making a constant tone and had alarmed program alarm anomaly alarm. Customer's blood glucose was 123 mg/dl. Device had a blank display. Buttons were unresponsive. After troubleshooting, display returned. Customer declined troubleshooting for the alarm and constant tone. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify watchdog timeout alarm and unresponsive button due to blank display. Moisture damage was also found on the keypad traces during visual inspection. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.